Event description:
Caller reported a malfunction on pump, which was identified with malfunction code malf 0 and fault ID 0x21b6. There was no adverse impact to the customer¿s blood glucose level as the issue did not cause bg to exceed 500 mg/dl (27.7 mmol/l). Customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted and was informed about the updated software. Customer was sent a replacement pump with instructions to put the malfunctioning pump into storage mode before returning it to tandem, and agreed to return it via ups within 10 days using a return box and pre-paid label provided.